Manufacturer narrative:
Date sent: 01/23/2009. Evaluation summary - the analysis results found that the device was returned with the firing mechanism damaged and with two reloads present. The reloads were received partially fired and with the lockout tab normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at finished goods qa. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a roux-en-y gastric bypass procedure, only two-thirds of the cartridge cut and stapled on the third and fourth reloads. The procedure was extended by twenty minutes. It is unknown how the case was completed. There were no adverse consequences to the patient.